Event description:
It was reported that the black insulation was burning. No further details were provided.

Manufacturer narrative:
Additional information will be provided once investigation is completed.